Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. It was indicated that the receiver was exposed to moisture, which is misuse of the device. Product was provided for investigation. The allegation was undetermined via product. The probable cause could not be determined.